Event description:
It was reported that during the preparation stage of a coronary drug eluting stenting treatment procedure stent damage occurred. During the preparation of a taxus express2 2.50x12mm drug eluting stent a strut became damaged. The device was exchanged for another taxus express2 drug eluting stent and the procedure was completed. The pt's condition is reported as satisfactory/good.